Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.